Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported while doing a treatment on a patient, the ventilator alarmed occlusion: safety valve open (5000). The customer reported patient involvement with no harm to the patient.